Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion was noted at 12.0-14.0cm and 28.0cm to 30.5cm from the distal end. Externalized conductors due to internal and external insulation abrasion was noted at 11.5-14.0cm from the distal end. Internal and external insulation abrasion was noted at 8.6-9.2cm from the distal end. The etfe coating was intact at all abrasion locations.